Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 10mmx2.75mm was selected for use. During the procedure, it was noted that the balloon was ruptured vertically upon first inflation at 4 atmospheres within 5 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. No issues were noted with the hypotube shaft. No kinks or damages shaft polymer extrusion. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material 2mm proximal to proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. When an attempt was made to inflate the balloon to its rated burst pressure of 12 atmospheres, a pinhole was identified in the balloon material, 2mm proximal to the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 10mmx2.75mm was selected for use. During the procedure, it was noted that the balloon was ruptured vertically upon first inflation at 4 atmospheres within 5 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition post procedure.